Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. Event updated. The investigation is in progress. A supplemental report will be submitted when completed.

Event description:
Additional information from the customer was received. The customer further clarified the reported event occurred at the beginning of procedure. The device was inspected prior to use, however no findings were provided. The procedure was successfully completed using the same subject device. No procedural delay was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the indicated phenomenon is due to the sdi cable not connected to the output terminal of the processor. This issue is addressed in the instructions for use (IFU): "6.1 troubleshooting guide malfunction:no image. Cause:the button for switching input signals has been incorrectly set. Remedy:use the input button on the front panel to select an appropriate terminal." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The customer stated the sdi 1 cable was connected to the in port but the other end was not connected to anything. Technical support instructed the customer to connect the sdi 1 output cable to the scope out port. The monitor was adjusted to video in and the endoscopy image was displayed as desired. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer contacted olympus technical support to report the monitor displayed no image, and was displaying a sdi 1 - no synch message during an unknown procedure. No patient harm or injury was reported.